Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is presumed that the bending section cover or distal sheath rubber (a-rubber) may have leakage, causing water intrusion into the device which may have resulted in breakage of the image sensor unit, leading to the subject events. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the subject device exhibited the image had disappeared during angulation and there was a communication error (error code e216). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.